Event description:
Despite the facilities scope having been through the hospitals normal brush cleaning procedure a ro marker from a previous procedure dislodged in a patient's throat, age and gender is unknown. The marker was removed with the use of forceps and there were no reported adverse affects to the patient. There are two additional, but separate events associated with this malfunction, 6000122-2066-00009 and 6000122-2006-00010.